Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim. It was reported, that they needed an MRI in november and wanted to see a manufacturing representative (rep) to assist them. They didn't have any of their external equipment, because the device was going to get explanted. They had not used the device for a long time. They had been getting sick and fluid was going back on the kidney, so they put in a super pubic tube and that had resolved the issue. And that was why, the patient had not used the device since then. They didn't remember when the device was not working for them. The explant date is (B)(6) 2024. On 2024-oct-23 additional information was received from a manufacturer representative (rep). The rep reported, that the patient was getting their device removed before their MRI, so no assistance would be needed at the MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.